Event description:
It was reported that the symptomatic patient presented to clinic. Intermittent noise was seen on the stored egms. The noise was reproducible in clinic. The lead was capped and replaced. The patients condition is stable following the procedure.